Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported that the meter would not power on when a test strip was inserted. Customer had changed the battery a month prior to call. Customer also had two extra batteries and both did not turn the meter on. During the call the meter did not power on using the power button or when a test strip was inserted. Customer's test strips are also expired were opened over four months ago as customer is using the as a back-up to another device. At the time of the call the customer reported feeling fatigue and believed her blood glucose may have been elevated. Medical attention was not needed at the time of the call.